Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. Photos have not been provided. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, during the insertion process the safe-t-centesis catheter colour indicator was red when the spring-loaded and did not change to green when the blunt obturator was in contact with anatomical tissue. It remained red throughout. Assembly was also difficult and not as straightforward as usual. No patient injury was reported.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device record and raw material history files for the reported lot number 0001554118 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Although, a physical sample was not evaluated, the result of the investigation was confirmed for the reported red indicator exposed failure. A formal investigation was opened to further investigate these defects. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, during the insertion process the safe-t-centesis catheter colour indicator was red when the spring-loaded and did not change to green when the blunt obturator was in contact with anatomical tissue. It remained red throughout. Assembly was also difficult and not as straightforward as usual. No patient injury was reported.